Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the subject pump powered off without warning on 3 separate occasions. The reporter claimed the power issue occurred 1.5 months, 4 weeks and 3 weeks prior to contacting lfs. The patient's mother stated on 2 of the occasions when the patient woke up and discovered there was no power to the pump, his blood glucose(bg) was in the 300 to 400 mg/dl range. The patient's mother reported that the patient complained of a stomach ache with the high bg's and tested positive for large ketones. The reporter claimed she gave the patient a medication for the nausea and she treated the high bg's via syringe. The patient's mother confirmed the patient's bg responded after treatment. At the time of troubleshooting, the reporter informed customer support that the pump would power back on when the battery was removed and reinserted back into the pump. The patient's mother denied any visible cracks or damage to the pump's casing. She reported that the battery cap had been replaced 3 or 4 months prior to the start of the intermittent power issue and confirmed it was securing properly to the pump. The reporter also denied any damage to pump's cartridge compartment or cartridge cap. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia on two separate occasions after the pump had powered off without warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.